Manufacturer narrative:
Study: (B)(4).

Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6), 2009, the patient presented with approximately 1x1cm of apical mesh erosion at the upper left side of the vaginal cuff on the (B)(6), 2011, and underwent surgery on that date to excise and close the vaginal mesh erosion. Reportedly, the patient's erosion resolved after the procedure on (B)(6), 2011, and the patient has recovered. All additional information is unknown.